Manufacturer narrative:
No sample device is available for investigation.

Event description:
The event is reported as: complaint alleges: it was reported in the recovery room, the catheter was found in the pt's bed with the balloon deflated. The catheter was inserted several hours before for a radical prostatectomy. The balloon was pretested and was fine and hade been checked during the surgery. The catheter was replaced without incident. No reported pt injury.